Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of the user. The device was in use with patient. Reporter stated the cannula on the device had become kinked. The patient's blood glucose levels were affected. Customer applied a new set to correct blood glucose levels. No permanent adverse effects reported.